Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device also had a scratched display window, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported that the buttons on the insulin pump have an intermittent response. It was confirmed that the time on screen was advancing. The device was not bumped, dropped or exposed to moisture. Blood glucose value is unknown. The customer removed he battery for five minutes but the keypad anomaly persisted. The insulin pump was replaced and returned for analysis.